Event description:
A customer reported an issue with their insulin pump, which was not dispensing all the insulin from the reservoirs, stating it showed empty while still containing over 100 units of insulin. There was no adverse impact to the customer's blood glucose level. Customer technical support attempted to follow up multiple times, leaving messages and sending emails, but received no further response. Since no additional actions were possible, the case was closed.